Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra mini meter was displaying an "error 2" message during testing. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged error message began to appear on (B)(6) 2020 at 6:00 pm. The patient informed the cca that she manages her diabetes with oral medication (metformin 850 mg twice daily) and denied making any changes to her usual diabetes management regimen due to the alleged issue. The patient reported experiencing "chills and tachycardia" after the alleged issue began and that she took fruit at 6:20 pm as self-treatment for the symptoms. The patient claimed she was then checked by her doctor and that she took 1 aspirin and 1 captopril tablet. No other device was used for testing. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. The cca noted the patient was using the incorrect testing technique of applying the blood sample to the strip before inserting it into the meter. The cca walked the patient through a retest and the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.